Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The 4.5x15mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation; however, when attempting to remove the bdc it became stuck with the guiding catheter. After some time it was able to release and attempted to be removed again however, the bdc became stuck with the sheath. Therefore, the entire system was removed as an entire unit including the guiding catheter. No other device was used as post dilatation was completed with the nc trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty removing the device from the introducer sheath and guiding catheter could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.